Event description:
It was reported that the patient presented in the emergency room due to appropriate shocks. Upon interrogation, it was found that the right ventricular (rv) lead exhibited increased capture threshold. The rv lead was capped and replaced on (B)(6) 2022. Patient condition was stable.